Event description:
It was reported that during a ladg procedure, when the device was fired, the staplers were not b-shaped. It caused bleeding and physician used another device to finish the procedure. There was no reported pt consequence.